Event description:
It was reported that, the pt had x-rays and blood work completed on (B)(6) 2012. The surgeon reported that the implant looked fine. The pt reports elevated cobalt levels of 5.7. Pt will return to surgeon in six months for retesting.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.